Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported event; however, provided information stated device mal-positioning was a contributing factor. The initial reporting indicated the product was not suspect of failing to meet specifications or contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address malpositioning of patella. Poly wear of the patella was also reported. Report states that the patella was riding on the lateral condyle of femur, and that the original patella cut looks uneven and too thin.